Manufacturer narrative:
Upon device return, analysis found an issue with the pin connector. The collet was prematurely locked in place.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8785 lot# n516216, implanted: (B)(6) 2015, product type: accessory; product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that there was an issue with the catheter connection piece (collet). The ends of the collet would not stay snapped on the collet. They easily slipped on and off the collet. Also, the health care provider (hcp) was unable to advance the catheter into the collet all the way to the pin. It felt like it was obstructed. It was noted that the catheter was used and a new collet was opened and used without further issues. No diagnostic testing or troubleshooting was required. The patient¿s status was alive with no injury at the time of the report. There were no patient symptoms associated with the event. The patient was receiving effective therapy. The pump was infusing morphine. A follow-up report will be submitted if more information becomes available.